Event description:
It was reported that implantable cardioverter defibrillator exhibited noise leading to inhibition of pacing. Programming changes were made. The patient would continue to be monitored.